Manufacturer narrative:
The customer reported the stent remains in the pt and the stent delivery system was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: possible stent fracture. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that after the absolute stent was deployed in the right brachiocephalic venous trunk at the humerocephalic fistula, the stent was observed to have fractured near the middle. An unspecified stent then implanted. There was no adverse pt sequela. Though requested, add'l info was not provided.